Manufacturer narrative:
The pump remains in use supporting the patient, and no further issues have been reported. A root cause for the reported event could not be determined through this evaluation. Analysis of the log file revealed two transient power elevations above 10 watts on (B)(6) 2015, respectively. These elevations appeared to be associated with pulsatility index (pi) events. Pi events will cause the pump speed to drop to its low speed limit. This speed drop coupled with the pumps desire to climb back up to the set speed can cause transient elevations in power. A full examination of the pump could not be conducted because the patient remains ongoing on vad support. However, the instructions for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous pump exchange referenced was reported in medwatch MFR. Report # 2916596-2015-00884. Approximate age of device ¿ 14 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was experiencing elevated pump powers and flows. The log files were reviewed and the elevated powers up to 11 w from an average of 6.6 w were confirmed. The patient¿s previous pump was exchanged for this pump due to suspected pump thrombus. Additional information regarding this event was requested from the hospital staff; however, none has been provided.